Event description:
It was reported that during a supply change the cartridge did not appear to fully rewind, and the ilet became stuck on the ¿do you see drops¿ screen, failing to advance despite multiple confirmations; the screen was unresponsive and the user could not proceed to infusion set insertion or update the app. Symptoms included no reported adverse clinical effects. Outcomes included shipment of a replacement ilet and no alerts or alarms. Investigation included a review of the reported hardware behavior and user interface responsiveness. Investigation of this case revealed a suspected device display or touchscreen malfunction consistent with a hardware screen unresponsive issue during the cartridge rewind and priming sequence. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a hardware or user interface failure.